Manufacturer narrative:
Implanted components: model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 100029041. Model/catalog description: balloon fgs 61-70 cm. Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1000267838. Model/catalog description: control pump fgs iz.

Event description:
It was reported that the procedure to implant this artificial urinary sphincter (aus) device was abandoned for unspecified reasons. The aus pump and balloon components remained implanted. A patient outcome was not reported.

Event description:
It was reported that the procedure to implant an artificial urinary sphincter(aus) was abandoned due to unspecified reasons. The aus pump and balloon components remained implanted. It was later reported that the original surgery had been completed prior to the patient leaving the operating theater. However, the surgeon had performed a cystoscopy and noticed a urethral injury was sustained during surgery. Therefore, the 4.5 cm cuff was removed and the remaining components were deactivated and remained implanted. After allowing the urethra time to heal, the patient was implanted with a new aus device. No further patient complications were reported.

Event description:
It was reported that the procedure to implant an artificial urinary sphincter(aus) was abandoned due to unspecified reasons. The aus pump and balloon components remained implanted. It was later reported that the original surgery had been completed prior to the patient leaving the operating theater. However, the surgeon had performed a cystoscopy and noticed a urethral injury was sustained during surgery. Therefore, the 4.5 cm cuff was removed and the remaining components were deactivated and remained implanted. After allowing the urethra time to heal, the patient was implanted with a new aus device. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Additional information received that the surgery on (B)(6) 2019 was originally completed but prior to the patient leaving the operating theater, the surgeon performed a cystoscopy and noticed that a urethral injury had been sustained during the surgery. Therefore the 4.5cm cuff was removed and the remaining components such as the pump and pressure regulating balloon were deactivated and left. It was planned that a new cuff would be added to the system once the patient's urethra had time to heal. A surgery for (B)(6) 2020 was planned to complete the implantation of the whole device. Implanted components model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 100029041. Model/catalog description: balloon fgs 61-70 cm. Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1000267838. Model/catalog description: control pump fgs iz.

Event description:
It was reported that the procedure to implant this artificial urinary sphincter (aus) device was abandoned for unspecified reasons. The aus pump and balloon components remained implanted. A patient outcome was not reported.